Event description:
It was reported that intermittent unexpected resets occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (usb communications inoperable) was identified.